Manufacturer narrative:
(B)(4). The exact occurrence date is unknown, however the event occurred in (B)(6) 2013. It is unknown if a sample is available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
It was reported that a one-link needle free IV connector had encountered a no flow situation. The pump, which had been used, alarmed with a downstream occlusion due to the no flow of the one-link. As soon as the cap on the one-link had been changed, the fluid began to flow. There was no patient injury nor medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: as the sample was not available, an evaluation could not be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.